Manufacturer narrative:
Other, other text: additional information g5, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. A review of the event history log (ehl) identified motor not running. Replaced stepper motor, also replaced worm coupling, worm gear, motor bracket, leadscrew and clutch halves due to normal wear. Performed preventative maintenance and all functional testing, corrected data: d1.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not working. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating the reported issue was found during maintenance. Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed both front corners were chipped on top case and right plunger case and battery door were cracked. Functional testing involved occlusion testing and showed that motor not running was found at the beginning of the test. The investigation determined that the stepper motor not operating as intended due to normal wear (pump was over thirteen years old) was the cause of the reported issue. The stepper motor was replaced.